Manufacturer narrative:
Concomitant medical product: dtmb1qq crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. It was noted the patient had an antibacterial absorbable envelope placed at initial implant and purulent drainage from pocket was observed. No further patient complications have been reported as a result of this event.